Event description:
Customer reports one incident of a pt reaction on an unknown reuse number during pt treatment. Symptoms exhibited were shortness of breath, sweating, and decreased blood pressure. Treatment was completed and pt was switched to a different dialyzer on the next treatment without further incident. No pt injury or medical intervention reported.